Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine check the cardiosave intra aortic balloon pump (iabp) display failed. No patient involvement.